Manufacturer narrative:
The lead was not returned. The analysis is therefore based on the existing production documents, as well as the returned diagnostic images. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. The available xray film confirmed that the rope conducted protruded in front of the shock coil, as mentioned in the complaint text. It cannot be clarified conclusively what the cause of this observation is without examining the lead. However, excessive mechanical stress in the implanted state can be assumed. Based on the existing projection plane, an interaction of the atrial lead with the lead complained about cannot be ruled out. If additional relevant information or the device itself should become available, the incident will be updated accordingly.

Event description:
About 32 months after the implantation, suspected insulation damage was reported. The product was not returned. No deterioration of the patients state of health was reported.